Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Three meaningful attempts were made, and no further information was provided. This medwatch is being sent as a feedback to the FDA in reference to the medwatch: mw5168970, mw5168971, mw5168972. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Conclusion/preventive measures: based on the current information, a clear conclusion cannot be drawn. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material defect or manufacturing failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with te561 - spare cutter f/gb300r/gb301r/gb306r. According to the complaint description, the device remained "activated", and a repair request had been initiated. No patient harm nor surgical delay had been noted. This medwatch is being sent as a feedback to the FDA in reference to the medwatch: mw5168970, mw5168971, mw5168972. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).